Manufacturer narrative:
Sections with additional information as of 07-feb-2020: h6: updated FDA's method, result, and conclusion codes. H10: pen needles were returned for evaluation. Defect was detected. Pen needles arrived without protective seal and with inner component either bent or broken off: can not align or dispense properly. H10: most likely underlying root cause: rc-41: user/mechanical stress. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned for evaluation and sent to supplier quality to contact the manufacturer for investigation report. Supplemental report will be submitted once new information is provided.

Event description:
Consumer reported complaint for inaccurate dispense/aspiration. Customer was concerned that the pen needles were not dispensing her insulin. Customer stated that the issue occurred with seven pen needles - two this morning and five earlier in the week. The customer feels well and did not report any symptoms. Customer did not need medical intervention related to the use of the pen needles.